Manufacturer narrative:
Additional details were requested, including the initial reporter name and email, but no further information is available at this time. If additional information becomes available, this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system has exhibited low out of range pacing impedance of less than 200 ohms. Technical services (ts) performed data analysis and confirmed that an alert was triggered for this low impedance observation. Since the day the alert was displayed, there has been one intrinsic amplitude measurement and impedance measurement in-range followed by pacing impedance measurements of less than 200 ohms and no intrinsic amplitude or threshold measurements. The high out of range shock impedance increase, which was already known, was also confirmed. Of note, the old ICD was replaced recently with this one, but the pacing impedance with that device was stable and in-range. Additionally, electrograms were reviewed and showed no rv signal and in some instances, lack of capture with no brady support. Ts asked if the patient experienced any accident or hospital procedure around the time the alert was triggered and advised that the reported observations could potentially be related to a compromised lead, but this has not been confirmed yet. Troubleshooting recommendations were provided but at this time, no further information is available. The system remains in service and no adverse patient effects have been reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system has exhibited low out of range pacing impedance of less than 200 ohms. Technical services (ts) performed data analysis and confirmed that an alert was triggered for this low impedance observation. Since the day the alert was displayed, there has been one intrinsic amplitude measurement and impedance measurement in-range followed by pacing impedance measurements of less than 200 ohms and no intrinsic amplitude or threshold measurements. The high out of range shock impedance increase, which was already known, was also confirmed. Of note, the old ICD was replaced recently with this one, but the pacing impedance with that device was stable and in-range. Additionally, electrograms were reviewed and showed no rv signal and in some instances, lack of capture with no brady support. Ts asked if the patient experienced any accident or hospital procedure around the time the alert was triggered and advised that the reported observations could potentially be related to a compromised lead, but this has not been confirmed yet. Troubleshooting recommendations were provided but at this time, no further information is available. The system remains in service and no adverse patient effects have been reported.